Manufacturer narrative:
No consequences or impact to pt. Flow rate inaccurate. Evaluation anticipated, but not yet begun.

Event description:
During preparation for a cardiopulmonary bypass procedure, no blood flow info was displayed by the flow module. There was no reported adverse consequence to the pt as a result of this event.